Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the optic was cracked. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection dude to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the damage to the optic following implantation.

Event description:
On 18th march 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic necessitating explantation and exchange of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the optic was cracked. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection dude to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray with lens in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was retracted. Provided lens was inspected under x10 magnification and found to be torn in haptic and optic area. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. There were no visible traces of viscoelastic solution in the cartridge chamber. Following this, the injector was re-assembled, and fresh lens of rayone aspheric rao600c +31.00 d was loaded and injected as per the IFU. The injection was successful, felt very smooth and no issues occurred during this process. The device was returned dehydrated in the blister tray with lens in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was retracted. Provided lens was inspected under x10 magnification and found to be torn in haptic and optic area. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. There were no visible traces of viscoelastic solution in the cartridge chamber. Following this, the injector was re-assembled, and fresh lens of rayone aspheric rao600c +31.00 d was loaded and injected as per the IFU. The injection was successful, felt very smooth and no issues occurred during this process. Product return inspection confirms the event as reported. Cosmetic inspection performed on the injector indicated insufficient amount of viscoelastic used, which could be the cause of the lens getting damaged during the injection; however, this is not possible to confirm. Results of injector testing confirm that the device performs as per design.

Event description:
On 18th march 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic necessitating explantation and exchange of the iol.